Event description:
It was reported that a patient presented to clinic for follow up. Upon interrogation, the atrial lead exhibited low pacing impedance and high threshold. No changes or interventions were performed; the atrial lead will be monitored. The patient was stable throughout.

Manufacturer narrative:
Further information was requested but not yet received.